Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was a detachment of the coating of the 3pk n5 hook for hook handle (cev2295a), which came loose and fell on the field/site of operation. There has no report of patient injury or surgical delay at this time.

Manufacturer narrative:
The 3pk n5 hook for hook handle (cev2295a) has not been returned to the manufacturer for evaluation, lot/serial number has not been provided; therefore, an evaluation of the device could not be performed and the device history record (DHR) could not be reviewed. An investigation for cause was unable to be performed. A probable cause of the reported issue is due to the use of voltage that was too high or a prolonged activation of the device.

Event description:
N/a.